Manufacturer narrative:
Sample was lithium heparin plasma and centrifuged for 10 minutes at 3100 rpm. Lab policy is to reject blood samples if the tubes are not completely full. Two levels of accutni quality control were within the customer's established ranges on (B)(6) 2010 at 06:20. On (B)(6) 2010, customer stated there were approx 4-5 pt samples that had discrepant troponin results, similar to the pt data provided. (Data for these pts was not provided.) The lab has enacted a new protocol to repeat all positive troponin pt samples that do not have previous positive troponin results. The customer is not questioning results of any other assays. On (B)(4) 2010, the field service engineer performed hardware verification and preventative maintenance. Replaced the substrate spinner mixer. All verification testing met published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03279.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained when using a unicel dxi 800 access immunoassay system. The initial test results were erroneously high, above the normal reference range and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The sample was retested on the same analyzer and was within the normal range. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for two pt samples tested on two different dates.